Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the pulse generator exhibited no output. The device was not used and a new device was placed successfully. No additional information was available.